Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a 7 second pause in pacing, with reported patient syncope. The patient was admitted to the hospital. Technical services (ts) was asked to review the electrograms (egm). Ts reviewed and noted the patient had atrial fibrillation (af) with pacing. They noted both the right ventricular (rv) rate/sense and shock egms were flat, with slightly more noise on the rv channel than the shock channel. Ts discussed possible myopotential oversensing or high voltage lead reversal. It was noted that the rv lead measurements looked good and stable. The plan was to schedule a procedure for invasive investigation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Subsequent information was received that the device was explanted and replaced two years, five months later. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was provided that a revision was performed. During the procedure, the pace/sense portion of the patient's defibrillation lead was surgically capped and replaced.